Event description:
Hinged knee prosthesis implanted approximately ten years ago was replaced related to tumor resection and reconstruction. The device could have broken due to activity level at the time of implantation and normal wear and tear over the last ten years. The device was implanted at another facility.